Event description:
It was reported that during deployment of the omnilink elite stent, it not deploy correctly, as the distal end of the stent did not open fully. Another stent was implanted to ensure that the omnilink elite stent was fully apposed to the vessel wall. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection review of the returned device and cine review of the procedure, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.